Event description:
The customer reported that during a patient related event, the device lost power during patient care. There was no further information of the patient event provided. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a cross-threaded nut on one of the battery grommet posts which did not tighten the battery harness connection properly. This led to the reported loss of power on the device. Physio replaced the grommet post and the nut and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.